Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. Customer¿s blood glucose level was 130 mg/dl. Customer declined tandem technical support follow up to confirm if backup therapy method was obtained.